Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The traveler device is currently not commercially available in the us.; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, eccentric, de novo, 90% stenosis in the mid right coronary artery. Reportedly, the 3.50 x 15mm rx traveler balloon catheter was advanced for pre-dilatation and inflated once to 5 atmospheres; however, the balloon did not inflate and was removed from the patient anatomy. Once removed from the patient anatomy it was found that a balloon rupture occurred. There was no resistance during advancement or removal of the device. A non-abbott balloon catheter was used to without issues. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.